Event description:
As reported, the sealant for a 5f mynx control vascular closure device (vcd) was exposed when preparing the device. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.